Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Additional information: upon receiving the pump, the distributor performed a history review and system check. Usb cable was unable to be fully inserted into the usb port as it appeared that a part of the usb port was missing. H6 code added: 1135. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.